Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty in recharging the ipg; discomfort described by the patient as heating and stopped recharging the ipg in 2016. The patients underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted. The patient is doing well postoperatively.